Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient experienced bleeding following the operation. The staples formed, but bleeding along the staple line was observed. 3 packs of blood were transfused into the patient. The patient is currently stable, further information has been requested from the account.

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.